Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced post-operative anemia on (B)(6) 2021. The patient¿s hemoglobin dropped to 8.8 g/dl. He was given 1 unit of packed red blood cells (prbcs). No overt signs/symptoms of bleeding were found. The event resolved without sequelae on (B)(6) 2021. On 1(B)(6) 2021 the patient developed abdominal distention. An abdominal x-ray showed a dilated bowel loop. The patient was placed on a no oral intake plan and a nasogastric (ng) tube for intermittent suction. The patient was also placed on intravenous (IV) reglan. The ileus resolved without sequelae on (B)(6) 2021. On (B)(6) 2021 the patient had a computed tomography (CT) scan and chest x-ray, which demonstrated a small right lung loculated pleural effusion. The patient was brought to the operating room (or) for video-assisted thoracoscopic surgery (vats) and decortication. The right upper lobe and lower lobe showed some mucus and no lesions. Adhesions were lysed and a small amount of fluid was removed. Pleural fibrin was also removed and hemostasis was obtained. A chest tube was placed in the apex and the lung re-expanded with minimal drainage. The pleural effusion resolved with sequelae on (B)(6) 2021, and the chest tube was removed on (B)(6) 2021. On (B)(6) 2021 pleural cavity cultures came back positive for candida glabrata. The patient was started on 400 milligrams of fluconazole oral intake daily. On (B)(6) 2021 the medication was changed to micafungin due to organism resistance to fluconazole. On (B)(6) 2021 a chest CT scan showed decreased size of right medial basilar loculated fluid containing gas and possibly a small empyema. The patient developed pain in the abdomen and bloating. An x-ray revealed gaseous distention of the loops of the bowel and a possible small bowel obstruction. A CT scan confirmed. On (B)(6) 2021 the patient began to vomit a large amount of bile and frank red blood. The patient was hypotensive, which required vasopressors. He was transferred to the intensive care unit (ICU) for arterial line insertion and a transfusion was given due to dropping hemoglobin levels from 10.1 g/dl to 7.6 g/dl. He was also sent for an esophagogastroduodenoscopy (egd) and had a scope completed with control of the bleeding. The egd revealed a blood clot over a mid esophageal ulcer, which was likely the source of the bleeding. This was treated with an endoclip, an epinephrine injection, and the patient was started on protonix and octreotide drops with IV vitamin k. The patient was also intubated on (B)(6) 2021 due to worsening respiratory status. He had increased respiratory rate and increased oxygen needs. The patient had a hematoma pressing on the bronchus, which impinged his respiratory status. A CT showed the development of a hyperdense collection in the right lower pleural space with fluid levels measuring 6.5 cm, favoring a hematoma. Arm medication was held and the patient was intubated because the bronchus intermedius was compressed due to the mass effect of the pleural effusion. The patient was transfused 2 units of prbcs and 2 units of fresh frozen plasma (ffp). No more gastrointestinal bleeding was noted after treatment. On (B)(6) 2021 an abdominal x-ray showed a mild large and small bowel ileus and tube feedings were initiated. He was also given an additional unit of prbcs. The event resolved without sequelae on (B)(6) 2021. On (B)(6) 2021 the patient was unable to tolerate the feeding tube and an abdominal x-ray still revealed small bowel obstructions. The patient was again placed on an ng tube for suction. A repeat CT showed bilateral moderate pleural effusions. There was interval development of punctate collection of gas in the right pleural fluid collection, which was concerning for empyema. A CT on (B)(6) 2021 showed stable right pulmonary and pleural findings. Hemoglobin was stable. The patient¿s international normalized ratio (inr) was elevated at 4.7 and IV vitamin k was given. It was determined that the patient could receive anti-platelet therapy safely, as he was unable to take oral medications. The event resolved on (B)(6) 2021 with pleural hematoma sequelae. The CT also suggested a partial small bowel obstruction and possibly at more than one transition point. On (B)(6) 2021 the patient developed coffee ground emesis and later bloody secretions from their ng tube. Hemoglobin was stable and there was consultation for concern of upper gastrointestinal bleeding. An egd was performed which revealed an ulcer in the proximal stomach with adherent clot that had been clipped on (B)(6) 2021. There was a small opening noted in the distal esophagus at 32 centimeters that appeared to be a fistula. It was noted that dark blood appeared to be coming out of the fistula but not spurting. The patient received one unit of prbcs. On (B)(6) 2021 a right pleural pigtail catheter was placed for drainage. Cultures were positive for klebsiella pneumoniae, streptococcus, and actinomyces, and the patient was put on zosyn. A repeat egd showed a small amount of bloody material was emanating from the fistula and 5 endoclips were applied to site. Upon brief examination of the stomach the endoclips over the bleeding proximal ulcer were noted to be in a satisfactory position. The patient¿s status was stable post hemoclip placement on (B)(6) 2021. The patient was kept on an ng tube with no oral intake for 5-6 days. On (B)(6) 2021 the patient underwent a bronchoscopy thoracotomy, drainage of an abscess, and drainage of an empyema cavity. On (B)(6) 2021 an abdominal x-ray showed no significant dilation of the small or large bowel. This event was considered resolved without sequelae. The patient had a thoracotomy and their hemoglobin subsequently dropped. Drainage of their pleural empyema was done and they were given 2 units of prbcs and 2 units of platelets. On (B)(6) 2021 the patient exsanguinated from their right chest tube. They were given 8 units of prbcs, 2 units of ffp, and factor eight inhibitor bypass activity. There were also sent to the or for an emergent thoracotomy.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation the heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists general bleeding, infection, respiratory failure, and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20apr2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a esophagogastroduodenoscopy (egd) with fluoroscopy was performed on (B)(6) 2021 in the operating room to evaluate perforation. No mucosal defect was identified at 32 centimeters at prior perforation site. The bleeding resolved without sequalae on (B)(6) 2021. The patient's hemoglobin dropped post operatively after thoracotomy and drainage of pleural empyema. The patient was given 3 units of packed red blood cells and 2 units of platelets. The patient was exsanguinating from right chest tube on (B)(6) 2021. The patient was resuscitated with 8 units of packed red blood cells, 2 units of fresh frozen plasma, and anti-inhibitor coagulant complex (feiba). He was sent to operating room for emergent thoracotomy. The patient continued to bleed which required 21 units of packed red blood cells to total 32 units for the event. The patient was in hemorrhagic shock and was stabilized in the operating room with veno-arterial (va) extracorporeal membrane oxygenation (ECMO). A suspected reoccurrence of ongoing esophageal leak was noted on (B)(6) 2021. A esophageal fistula was also noted on (B)(6) 2021. On (B)(6) 2021 major infection was noted with cefepime, metronidazole and vancomycin treatments added based on susceptibility.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had increased bilous type of output from their chest tube. There was a concern noted for persistent fistula between the esophagus and pleural space. The patient had a known perforation of esophagus. The patient was given hyperalimentation. The patient experienced renal dysfunction on (B)(6) 2021. Baseline creatinine was noted to be 1. The etiology of the acute kidney injury (aki) may have been secondary to decreased renal perfusion. The patient likely had sustained acute tubular necrosis (atn) with superimposed component of volume depletion. Azotemia worsened which required initiation of continuous renal replacement therapy (crrt) dialysis. Hyperalimentation discontinued which may have been contributing to azotemia. In addition the patient was noted to have ongoing respiratory failure and bleeding.